Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that the patient whose indication for use is dystonia had experienced a not noticeable change in therapy. Impedance were run at 3v, setting for right globus pallidus (gpi) were c+ 9-, 3.7v, 90us and 130hz. Impedance values were c/10-2884 ohms, c/11-2448 ohms, 8/10-4721 ohms, 10/11-5215 ohms and 8/11-4318 ohms. C/9 historical value was 1224 ohms and was 1327 the day prior. Left side impedance was normal. The patient had had one to two falls per week but had not hit their head. No patient symptoms were reported. Further follow-up is being conducted to obtain information about onset, relation to device/therapy, cause and actions taken. If additional information is received a supplemental report will be submitted.